Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
At the end of a left atrial ablation procedure, the patient became hypotensive and an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient.